Event description:
A user facility reported that an intraocular lens (iol) was "implanted then explanted" and a different model lens was used instead. Pt impact remains unk. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on by 10/11/2010 and 10/29/2010 phone and mail. A completed questionnaire has not been received. (B)(4).